Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pulse generator implant procedure and received a post implant device check on (B)(6) 2020. An x-ray image from the post implant examination showed the atrial lead had moved out of position. The physician then performed another procedure and explanted and replaced the lead. The patient was reported to be in stable condition throughout and following the procedure.